Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed sensitivity testing due to the interconnect flex assembly being out of electrical specification. (B)(4).

Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the interconnect flex. This analysis could not confirm the test failure found during service and repair of the device. Proper operation was confirmed, no defect found with the submitted subassembly.